Event description:
The customer reported a precharge voltage error. This will prevent the system from booting, resulting in a loss of imaging functionality. This could cause the delay or cancellation of a procedure. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed and on site investigation. The generator drive board was replaced during the service call. The system was tested, found to be working as intended and put back into service.